Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-56 serial#: (B)(4), description: avista MRI perc lead kit, 56 cm; model#: sc-4319, lot#: 19892092, description: clik x MRI anchor. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patients skin was not closing at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.